Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and functional tests were performed following j&j medtech procedures. Visual analysis revealed delamination and also small breakage on the tip, both confirmed through a microscopic examination; however, no internal components were exposed. Soundstar magnetic, recognition, and visualization test was performed, and no issues were detected during the analysis. Then, a transducer test was performed, and the device failed the test due to delamination on the tip. A device history record was performed for the finished device e8567585 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of delamination and the breakage on the tip could not be established. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a soundstar for which biosense webster¿s product analysis lab (pal) identified small breakage on the tip. Initially, it was reported that when connecting the intracardiac echocardiography (ice) catheter, there was no image. They unplugged/replugged the catheter and dongle and the issue were not resolved. The ¿data was working ping ok¿. They rebooted and replugged the swift link, and still no images. They changed the catheter, and it worked. There was no patient consequence. The issue with no image was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 27-nov-2024, small breakage on the tip and delamination on the tip were observed. This was assessed as MDR reportable with an awareness date of 27-nov-2024.